Manufacturer narrative:
Device history records review was completed for part # 03.010.404, lot # u246125. Release to warehouse date: 21june2016, supplier: (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correct facility # is (B)(4); street address and facility name updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial rodding procedure that removal of the connecting screw from the suprapatellar insertion handle was very difficult. Reporter states that there was squeaking when it was removed, but he is unsure of what may have caused the difficulty. Also, the aiming arm targeting "jig" that hooks onto the suprapatellar insertion handle did not target the nail, it missed. The nail had to be inserted free hand without the targeting device. There was no delay in surgery or patient harm. There are 2 parts in this complaint concomitant medical products: nail (part# unknown, lot# unknown, quantity 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis a product development investigation was performed for the cannulated connecting screw (part number 03.010.404, lot number u246125). The subject device was returned with the complaint condition stating the complaint condition for the connecting screw is confirmed as it could be fully advanced and retracted but exhibited slight resistance. The connecting screw was received with the distal threads and shaft showing wear and scraping. This is indicative of extensive force, cross threading, and scraping against the mating device. However, the associated nail was not returned, therefore further testing with the nail in question was unable to be performed. When tested with a functional nail (part 04.034.555s / lot h161903) the connecting screw could be fully advanced and retracted but exhibited slight resistance. Thus, the complaint condition is consistent with the reported condition, and could be replicated. Device history record (DHR) review, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. The connecting screw was released to the warehouse on (B)(6) 2016. Review of device history records showed that there were no issues during the manufacture of these products that would contribute to this complaint condition. A review of the current design drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. All dimensional inspections completed with calipers the damaged threads of the connecting screw resulted in the difficulty to assemble and disassemble the device. However, the definitive root cause which led to this occurrence could not be determined given the unknown circumstances during and prior to use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.